Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A customer reported experiencing a loss of vacuum with the handpiece during a procedure. The case was completed with no harm to the patient. Additional information has been requested but none received to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction incident.(B)(4).

Event description:
New information received clarifying the reported event was that there was no suction when the surgeon stepped on the footswitch. The case was completed with an alternate unit.